Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Multiple noise events were also noted. Subsequently, this lead was explanted and replaced with another ra lead. This ra lead has not been received for investigation. No additional adverse patient effects were reported.